Event description:
Reporter initially noted vitrectomy probe failed to cut and retinal detachment occurred. Add'l info received on 06/14/2005 noted retinal detachment was pre-existing condition. Probe performance, aspirating without cutting, only slightly increased detached condition. No unplanned intervention required. Pt is doing well.

Manufacturer narrative:
Probe was not available for evaluation.